Event description:
The physician was attempting to treat a lesion in a patient using admiral xtreme otw dilatation balloon catheter. During the operation for shunt pta case, the physician attempted to inflate the balloon at the target lesion, but the balloon could not be inflated and the physician then noted a reflux of contrast agent from the hub of the device. Physician stopped using the faulty device and changed to another device to complete the procedure. It was reported that the balloon ruptured on the first inflation. There was no injury or clinical sequelae to patient.

Manufacturer narrative:
Results, conclusions: based on the information available, no root cause can be determined. No results available since no evaluation was performed. (B)(4).

Manufacturer narrative:
Results: component/subassembly failure - leakage in hub evaluation codes, conclusions: device failure directly contributed to event - leakage in hub.

Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: during the technical investigation, the device was visually inspected. The balloon catheter showed contrast medium solution in the balloon and shaft and traces of blood on the balloon surface. The balloon was not folded. The device had no evident damages. An attempt was made to load a 0.035'' guide wire into the guide wire lumen but it is not possible due to a huge amount of dirty and clotted blood present all along the wire lumen. There is no chance to insert the guide wire from both the device tip and the connector. The catheter was pressurized to 8 bar with water via manometric syringe and the balloon was inflated. After inflation, it was noted immediately a drop of water that came out of the strain relief. The strain relief was removed and the origin of the leak identified in the distal glue joint between the luer and the shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.